Event description:
Caller reported false negative urine hcg pregnancy results on one patient. Urine sample from patient was run twice with negative results both times. An ultrasound was done and patient was confirmed 13 weeks pregnant. No sample is available for return and no further patient information was provided.

Manufacturer narrative:
Control: 20 miu/ml hcg urine lot: hcg090304-02, 100 miu/ml hcg urine lot: hcg090521-01, 284.1iu/ml hcg urine lot: hcg091015-03. Summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minute read time (n=3). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time (n=2). The 284.1iu/ml hcg urine control yielded clearly positive results at 3 minute read time (n=2). Conclusion: from retain testing with in-house control, the client's result was not replicated and the product performed as expected. Verified the product number, product description, lot number and batch record. No abnormal results were found. No specimen returned for investigation. Internal cutoff and high level hcg urine controls were tested on retained products. Results met qc specifications. No false negative was observed. Product deficiency was not established; no corrective action required at this time.